Manufacturer narrative:
Correction: upon further review, it was discovered this event was already reported under manufacturer report number # 3012236936-2025-0003104. Therefore, the event under this report is no longer considered reportable and no further information will be provided under this report number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section a-4 patient weight: unknown as information was not provided. Section a-5 patient ethnicity: unknown as information was not provided. Section a-6 patient race: unknown as information was not provided. Section b-3 date of event: unknown as information was not provided. Section d-6b date explanted: unknown as information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s operative eye. For unknown reasons, the iol was explanted in a secondary surgical procedure. Information about the replacement iol is unknown. Patient prognosis is unknown. No further information is available.